Manufacturer narrative:
Qn#: (B)(4).

Event description:
The complaint is reported as: when the nurse opened the package and prepared for puncture, the guide wire was stuck in the catheter and could not be withdrawn. The device was not used on the patient.

Manufacturer narrative:
(B)(4). The customer returned various components including a spring wire guide (swg) within its advancer tubing and a 3-l catheter for evaluation. The guide wire was kinked at two locations one near the proximal end and another near the distal end. The distal j-bend was slightly misshaped. Microscopic examination confirmed both welds were present and were observed to be full and spherical. No defects or anomalies were noticed on the returned catheter. The guide wire was bent 13mm from the proximal end and 32mm from the distal end. The overall length of the guide wire measured 602 mm, which is within the specification of 596-604 mm per guide wire product drawing. The outer diameter of the guide wire measured 0.801 mm, which is within the specification of 0.788-0.826 mm per guide wire product drawing. The catheter body measured 215 mm from the distal tip to the juncture hub, which is within specifications of 207-227 mm per catheter graphic. The od of the catheter body measured 2.41 mm, which is within specifications of 2.36-2.46 mm per catheter body extrusion graphic. The guide wire was advanced through the returned catheter, dilator and ars/introducer needle assembly to functionally test the guide wire. The guide passed through with minimal resistance. Resistance was only encountered at the kinked portions of the guidewire. A manual tug test confirmed that both the distal and proximal welds were intact. A device history record review was performed on the guide wire and catheter and no relevant manufacturing issues were identified. The instructions for use (IFU) provided with this kit warns the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed the guide wire was kinked near the distal end and the proximal end. The catheter and guide wire passed all dimensional and functional testing. Based on the sample received, user error likely caused or contributed to this event. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
The complaint is reported as: when the nurse opened the package and prepared for puncture, the guide wire was stuck in the catheter and could not be withdrawn. The device was not used on the patient.